Event description:
It was observed that during the device evaluation, the camera head exhibited there is a smear in the image due to a cracked cable. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. The root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: because the cable unit is cracked, there is a smear in the image. The most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.